Event description:
Information received from the field notes that during a routine follow-up, an ECG showed no output spikes and no sensing. The patient's underlying rhythm was sinus brady- cardia at 48 bpm. The patient did not experience any symptoms. When the device was programmed to vvi, there was still no evidence of output or sensing. After interro- gation, the device went into back-up mode. The physician scheduled a device replacement.